Manufacturer narrative:
The reported event associated with a complete loss of power was confirmed based on the evaluation of the submitted log file. The log file data revealed power interruption (complete loss of power) events, which appeared to occur with changing power sources. These events were associated with low flow hazard, low speed hazard and motor stopped being active; however, the root cause was unable to be conclusively determined through this evaluation. Additionally, the report of a damaged strain relief of the system controller¿s black power lead was visually confirmed with the returned system controller. The damage appeared to be due to user handling, and/or wear and tear. The system controller's primary function was not affected by the damage to the power connector strain relief and the system was able to be supported independently by either power lead. It was noted that the returned system controller was 3 years in clinical use. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 2 months (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on an unspecified date for non-vad related issues. On (B)(6) 2016, the patient received an audible and visual alarm for ¿no power¿. The patient stated that unspecified staff members had been practicing with changing power sources during a training. At the time the event occurred, the patient speculated that the system controller¿s black lead may not have been connected fully when he disconnected the white lead to switch to the power module. It was also reported that there was a broken bend relief on the black lead of the system controller. It is not known if the damage may have prevented a good connection. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer¿s technical services representative for review. Low speed advisory alarms, low flow hazard alarms, power cable disconnects and total loss of power leading to pump stoppage was observed. The patient¿s epc system controllers were exchanged to pocket system controllers. It was reported there had been no further issues or alarms since the event occurred.